Manufacturer narrative:
A picture was provided at intake. It was visually observed a rail is broken off. The weld is intact. Based on the original reported event, the event was assessed as likely to cause or contribute to a serious injury or require medical intervention to prevent a serious injury if it should recur. After completing our device evaluation and obtaining additional information, it was determined that this event did not involve a break at the weld and is not likely to cause or contribute to a serious injury or require medical intervention to prevent a serious injury and is therefore not reportable.

Event description:
The user facility reported, the housing broke during procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Manufacturer narrative:
Product not available.

Event description:
The user facility reported, the housing broke during procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.